Manufacturer narrative:
The device sample is not available for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: while paramedics were bagging a pt with the rusch resuscitator, the pt's secretions came through the tube, through the peep valve on the resuscitator bag and then onto the caregiver. No injuries or medical interventions reported.